Manufacturer narrative:
The providence plate was not returned for evaluation. The eef states that the construct had screws pull-through the plate. The representative was contacted for additional information. The rep provided a do and an xray from the 6-month checkup, the middle 4 screws have clearly "pulled through". The construct also included a coalition agx integrated spacer on the superior-most disc space. Upon reviewing the do it was made clear that providence screws were not used for all of the providence screw holes (only 5 providence screws on the do). The xray shows that they were only used for the superior-most and inferior-most screw holes. The rest of the screws used in the construct were from the universal acdf caddie, which cannot be used in place of providence bone screws because the universal acdf screws have a smaller head size, and this is an off-label use. They did not interfere with the plate and thus "pulled through". Using universal acdf screws in place of providence bone screws is off label, therefore the risk reconciliation portion of this document was not completed. In the products lifetime, there has been 1 complaint associated with the surgeons using the incorrect screws with a providence plate (or complaints classified as a screw pull through). The IFU states "the providence¿ anterior cervical plate system consists of plates used with either variable or fixed angle screws. The plate attaches to the anterior portion of the vertebral body of the cervical spine (levels c2-c7). The implants of this system are manufactured from titanium alloy." This verbiage states that (providence) plates are to be used with (providence) variable or fixed angle screws. This evaluation determined that this failure was due to off-label use. Therefore, no further actions will be taken at this time. If further information is provided, this complaint can be reopened in the future.

Event description:
It was reported that screws went through the providence plate. The patient came back for 6-month checkup after surgery and complained of pain. After the images came back the doctor noticed that some of the screws on the plate had gone through.